Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, when the fiber was activated, it broke near the palm and wrist of the user causing a 5mm x 5mm large and deep burn injury. The user's current condition is unknown. It was unknown the procedure outcome or patient condition. Boston scientific has been unable to obtain additional information despite good faith efforts.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, when the fiber was activated, it broke near the palm and wrist of the user causing a 5mm x 5mm large and deep burn injury. The injury was treated with acute care, bandages and burn ointment. The user was reported as fully recovered.

Manufacturer narrative:
Block b5 has been correct with the user's treatment and current's condition.